Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006. It was reported that she recently fell on the ipg, and her stimulation is allegedly not as effective as it was prior to the incident. Follow-up on the patient found that effective stimulation was recaptured via reprogramming.